Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The penta lead was returned cut with extensive damage to the paddle. The paddle was cut in two and all of the wires were broken and/or detached from the electrodes. There was also instrumentation damage on the outer tubing of the lead bodies. The damage observed was consistent with explant damage. Due to the extensive damage, the lead could not be fully analyzed to determine if there was any anomaly that existed prior to the explant procedure that would have contributed to the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received stimulation therapy but it did not alleviate the pain. The patient's scs system was explanted.